Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple unexpected restart, a cold reset was performed as well as watchdog timeout. The blood glucose level was 73 mg/dl. Troubleshooting was performed and noticed the insulin pump received pump error for multiple times. The customer stated that they performed self test and the test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test and unexpected restart error test. No unexpected restart error , watchdog timeout alarm and audio or beep anomaly noted. (B)(4).